Event description:
It was reported a patient presented to the emergency room with low voltage r-wave variability on their implantable cardioverter defibrillator (ICD) that led to inappropriate shock. Programming changes were made to restore normal parameters. There were no patient consequences.